Manufacturer narrative:
Device not returned. No further lightening cases have been reported from this hcp or any other hcp. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported a "lightening" around the face in the area where the mask is sitting. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.